Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) turned black-black, the plug deployment button was pressed, but hemostasis failed. Manual compression was ultimately applied for hemostasis. The patient underwent angiography. The operator, experienced with exoseal, performed a retrograde puncture via the left femoral artery using a cordis short sheath. At a 40° angle, the device was slowly withdrawn; after pulsatile bleed-back stopped, it was withdrawn a 1 cm further however hemostasis failed. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) turned black-black, the plug deployment button was pressed, but hemostasis failed. Manual compression was ultimately applied for hemostasis. The patient underwent angiography. The operator, experienced with exoseal, performed a retrograde puncture via the left femoral artery using a cordis short sheath. At a 40° angle, the device was slowly withdrawn; after pulsatile bleed-back stopped, it was withdrawn a 1 cm further however hemostasis failed. The procedure was performed using an antegrade approach, and the physician was certified in the use of the exoseal vcd. No device or packaging damage was observed prior to use. The catheter sheath introducer used was an avanti+ 5f. The device was stored and prepared according to the IFU. The femoral artery¿s suitability was verified through angiography, including proper insertion angle, and the vessel diameter was confirmed to be at least 5mm. The puncture site showed moderate calcium/plaque and mild vessel tortuosity. No stent was present, but there was vessel stenosis greater than 50% near the puncture site. The site had not been previously closed within 30 days and showed no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved via manual compression. Bleeding was noted immediately after plug deployment and device removal, presenting as oozing, nonpulsatile blood. The plug did not fall out. Fingertip compression was applied during removal. The use of anticoagulants or thrombolytics was unknown. No multiple stick attempts were made before access was obtained. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted in the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The device was received fully deployed, as this was an issue with achieving hemostasis. Patient related events cannot be duplicated in the lab and can only be observed with procedural films, if no malfunction of the device is noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, an antegrade approach was reported, along with calcification, tortuosity, and stenosis of the vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.